Event description:
It was reported that during a lap chole procedure, the (11mm) the obturator is too large for the trocar and is a 12mm. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/29/2008. Info anticipated, but unavailable at this time. Evaluation summary- the analysis results found that the b11lt instrument was returned with a 12mm obturator labeled as an 11mm obturator. Due to the returned condition "the obturator would not fit down into the cannula". We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was viewed and no anomalies were noted during the manufacturing process.